Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the touch screen due to the intermittent blank touch screen issue. The system was tested and verified as ready for use. Isi received the touch screen part involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicated nor confirm the customer reported complaint of ¿touchpads was not functional, going blank intermittent. Error 75¿. During an in-house testing when technician reviewed the remote error log, there were several errors 75 with value of 0x3, which means the startup was not successful. The unit was installed on the printed circuit assembly (pca) system. Then, the technician programmed compact flash card with no issues. The unit was calibrated successfully, and all the touch function were tested and passed. The system was then booted up in normal mode and idle for 10 minutes. The system was power cycled 30 times; no issue occurred after extensive use. The unit was send to original equipment manufacturer (OEM) to replace the new compact flash for precaution. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 75 occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: the customer converted after the start of the procedure due to a dark touchpad on the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) touchpad was not operational. The customer called in to report the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs that reflected error 75 pointing to touchpad failing self-diagnostics on ssc serial number (sn) (B)(4). The reporter explained the staff was proceeding with the procedure from the other console. The isi tse recommended power cycling the system and cycling the breaker on the ssc sn (B)(4). The reporter will complete the hard cycle of the ssc after the completion of the procedure. The reporter requests the fse follow-up to determine if the issue persists. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.